Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient was scheduled for inferior vena cava (ivc) filter placement secondary to massive pulmonary embolus and right leg deep vein thrombosis. Placement was via the right common femoral vein with satisfactory deployment of a ivc filter in good position just below the renal veins with no complications. The patient was noted to be on anticoagulation medication post ivc deployment. Approximately seven years post ivc filter deployment, a physician note reported that the filter was in position. It was determined patient was beyond the time frame recommended for filter removal and the likelihood of successful removal was very low. The patient was asymptomatic. A CT scan of the abdomen at this time showed the filter positioned at the level of l1-l2 just above the level of the right renal vein origin and below the level of the left renal vein origin. The left renal vein originates superior to the ivc filter. Approximately seven years and six months post ivc filter deployment, the patient underwent successful retrieval of the filter via the right internal jugular vein as the ivc filter was no longer needed. A venogram showed no evidence of injury to the inferior vena cava and no thrombus within the filter. The filter was removed intact. The patient tolerated the procedure well with no immediate complication. The current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pinching pain where the filter is located. The device was removed percutaneously. The status of the patient is unknown.